Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) went from 3.5 years longevity remaining to elective replacement indicator (eri) status in a span of 11 months. Boston scientific technical services (ts) reviewed device data and confirmed that the device was exhibiting premature battery depletion. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.